Event description:
Consumer complaint of high blood results. Recall test results from meter memory: 509 mg/dl, 223 mg/dl, 232 mg/dl, 295 mg/dl, 295 mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause of malfunction: used had inaccurate reference. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (03/14/2013).